Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call for high blood glucose level of 405mg/dl and alarmed sensor error. Troubleshooting was declined by customer as they only wanted assistance for java. Customer was assisted with java.